Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an intravascular ultrasound procedure (ivus), the device was broken. A f/g, atlantis, sr pro was selected to treat a target lesion. During the procedure, it was noted that the device was broken. No patient complications were reported and the patient's condition is fine.